Event description:
Account alleged when pt position monitor alarms, it does locally, but is not sending nurse call. He found this out while doing pm.

Manufacturer narrative:
The account replaced the sidecom board to resolve the problem.